Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high thresholds were observed. The pace/sense portion of the lead was capped and replaced. The defib portion of the lead remains active.